Event description:
The customer reported a broken cryocyte container (milteny reference number b283), which occurred during storage. This case was received from int'l affiliate on 9 jan 2008 and refers to a cryocyte freezing container containing autologous stem cells (dose: 2,2x10^6 cd34+ /kg, volume: 100ml) which was found broken after 56 days of storage. A backup product was not available for the patient's engraftment. The patient (not further specified) was remobilized and recollected. The patient was not transplanted so far. Technical data: the cell product was collected in 2007. All viruses markers were negative. The cell product was processed in dmso. A metal cassette was used during freezing and storage step. No additional container was used as over packaging for the cassette. A freezing machine was used. The product was stored in liquid nitrogen. The container was not put in an interim storage condition. All preparation steps were performed in the center.

Manufacturer narrative:
The used sample has been discarded by the center and it will not be possible to determine the exact root cause of the event. The case has been sent to the manufacturing site and a batch file review has been requested. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Baxter product surveillance became aware of this incident being classified as a serious injury on 02/22/2008.